Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause for the reported issue was due to capacitor, designator c76, on the digital pcb assembly. C76 caused excess leakage current which depleted the hlcs and charge pak. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the charge-pak and attention icons are present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device could not remain powered on to charge and shock.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the charge-pak and attention icons are present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device could not remain powered on to charge and shock.